Event description:
Sex: unk, procedure: unk. According to the reporter, while using a device, the user could not load a cartridge. Also they had suture disengaged for 3 or 4 suturings. Nothing fell into the surgical site. Another instrument was used to complete the procedure.

Manufacturer narrative:
Initial report sent to FDA on 7/09/2007.